Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the eos/eol message displayed. It was later reported that the battery depletion was questionable, too early after implant. Two programs were run at amps on 4-5. Each program utilized two electrodes. The physician felt the device was faulty at implant. The neurostimulator was replaced. There was no patient injury and recovered without sequela.